Event description:
During a remote follow-up, r wave amplitude variation and an increased capture threshold were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead, which was suspected to be due to twiddler's syndrome. The patient was hospitalized and a revision procedure was performed, where the rv lead was explanted and replaced to resolve the event. The patient was stable.